Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a left total knee the stabilizing pin on the 4 in 1 cutting block cat# 6541-1-704e lot# sb2t17 came off. The instrument was removed from the files and is being returned to stryker. No effect on the surgery was noted.

Manufacturer narrative:
An event regarding pin disassociation of a triathlon guide was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Medical records received and evaluation: not performed as there was no indication that patient factors contributed to the reported event. Device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review: there have been no other similar events for this lot ID. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
During a left total knee the stabilizing pin on the 4 in 1 cutting block cat# 6541-1-704e lot# sb2t17 came off. The instrument was removed from the files and is being returned to stryker. No effect on the surgery was noted.